Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the reported issue. The hard drive was replaced and software was installed and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while trying to log off the system the screen went black with "no input detected" and would not recover. The site had to hard power down and reboot the system. No patient was present at the time of the event.